Manufacturer narrative:
Two hypodermic needles were returned for evaluation. Visual inspection observed no non-conformities. During functional testing, each cannula was tightened to the device per direction found in the instructions for use. Testing found no leakages or detachment of the cannula with either sample. The returned devices were found to operate as intended. No evidence was found to suggest the reported event was caused from intrinsic product fault.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received stating that during an injection, the needle detached from the syringe. Medicaltion leaked onto the patient. No needle-stick took place. No patient or clinician injury reported.